Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer had high readings due to an ear infection. The customer mentioned two weeks ago, she went through a scanner. The customer stated that she was unable to rewind the pump. The customer stated that the "critical pump error" image displayed on the screen. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pumps error35 in the history and trace files due to moisture damage on force sensor. We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window, partially missing display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, stained serial number label, severely faded end cap address label, moisture damage on motor assembly and severe corrosion on all electronic assemblies. The motor was tested outside of the device and passed.